Event description:
While wearing the external equipment, the patient reportedly experienced out-of-range impedances. The patient was seen at the center for device evaluation. Testing performed confirmed the device was no functioning. Surgery to explant the patient's cll device has been scheduled.